Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and the transmitter and the needle was hard to remove. The customer reported no adverse event. The event involved product(s) mmt-7841zn and mmt-7040ma. Troubleshooting was performed for the loss of communication, the customer deleted the transmitter serial number from the pump and repaired but the transmitter would still not communicate/trigger a sensor connected alert. Troubleshooting was performed for the transmitter not blink when connected to the sensor and the transmitter connected to the pump as expected. Troubleshooting was performed for the introducer needle break or damage and the needle did not break while inside the body. The transmitter was fully charged prior. Led light blinked when the transmitter was disconnected from the charger. Transmitter led light blinked when connected back to the sensor. But later on, while checking with the tester it's known whether the transmitter blinked in green or not. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. Mmt-7040ma was requested and the customer response was the device will be returned.